Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits moderate devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing exhibits minor scratch marks, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure with 172,174 joules used and 36:42 minutes expended, "abnormal emitting from the tip of the fiber occurred suddenly; the laser light output stopped and the fiber was no longer able to be used. The fiber tip was cleaned during the procedure. The procedure was "completed as it was" with "no additional treatment required due to this incident". No injury was reported.